Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. Device not returned to manufacturer.

Event description:
Postoperatively the screw is broken near the head on level 5, left, lumbar. Sales rep trying to get the devices and more information about this complaint. (B)(6) 2015 - email received from (B)(6) advising the following: 1) product details part no. 179712760 / lot no. Arhd72. 2) has a revision taken please? If so, please can you provide the primary and revision surgery dates. Explant date (B)(6) 2015 / implanted (B)(6) 2014 / event date is not known exactly, it was detected on (B)(6) 2014 see x-ray. 3) has the broken screw caused any further harms to the patient? No further harms for the patient.

Manufacturer narrative:
Visual examination of the returned device revealed that the polyaxial screw broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. Device was then sent for fracture analysis. The fracture analysis report noted that the fractured surface exhibited smooth and grainy/rough regions. Striations indicative of fatigue were also noted. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw becoming broken cannot positively be determined. However, the fracture analysis report noted that the fractured surface exhibited smooth and grainy/rough regions. Striations indicative of fatigue as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.